Event description:
The customer reported via phone call that they received a button error alarm. Customer stated the escape and act buttons were unresponsive to clear the alarm. The customer also stated a battery removal was unsuccessful to clear the alarm. The customer's blood glucose was 257 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked reservoir tube, a cracked reservoir tube window, and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.